Event description:
It was reported that the ilet handheld arrived at work with a cracked screen of unknown cause, and the user stated they could continue operating the device until a replacement arrives. Symptoms included no reported adverse physiological effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included device history review, complaint trending, and evaluation planning contingent on return. Investigation of this case revealed mechanical damage to the display assembly consistent with screen breakage, with the cause undetermined based on available information. It was concluded that the device experienced physical damage to the screen without associated clinical harm, and a replacement was issued while the original is pending return. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.